Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had been admitted to the hospital (B)(6) 2014 with ¿possible stroke"/"cva ( cerebrovascular accident)" and the work up did not reveal any new stroke. The patient experienced weakness. The patient was told that weakness may have been caused by the MRI stopping the baclofen pump but the reporter was ¿not sure¿ if that was the cause or if it may have been a tia (transient ischemic attack). The motor stall due to MRI recovered after 35 minutes. No troubleshooting, interventions, or other actions were taken to resolve the event because the patient improved. The patient recovered without permanent impairment. The pump had been used to infuse gablofen.

Event description:
It was reported that the last time(within the last 6 months) the patient had an MRI, the pump didn't "reset." There were complications after the MRI. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).